Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-05096 / 05097 / 05098).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007 for an unknown side. Patient underwent another total hip arthroplasty on (B)(6) 2008 for an unknown side. Subsequently, patient underwent a left hip revision on (B)(6) 2015 due to elevated metal ion levels. During the procedure the femoral head was removed and replaced with an active articulation liner and head.

Manufacturer narrative:
Concomitant medical product - biomet m2a cup catalog#: 15-106052 lot#: 063920, biomet femoral stem catalog#: x11-180315 lot#: 942020. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to elevated metal ion levels and pseudotumor formation. During the procedure, the presence of fluid was noted. The femoral head was removed and replaced, and an active articulation bearing was also implanted.